Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer went with a third-party service to repair the air sensor to resolve the issue. The km responder did not provide any details on how the sensor was repaired by the third-party service. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an error code for repeated inhalation of co2. There was no patient involvement when the issue occurred. No patient or user harm reported. During a routine inspection, the customer reported that the device displayed an error for repeated inhalation of co2. The device was immediately taken out of service. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name:(B)(6).